Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. Subsequently, the shocking vector was reprogrammed to right ventricular (rv) coil to can. Defibrillation threshold (dft) tests were then performed with acceptable shock impedance measurements. No additional adverse patient effects were reported.